Event description:
It was reported that a 54-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a cardiac tamponade resulting an emergency pericardiocentesis. There was a suspected perforation in an unknown location. According to the bwi representative, the physician was ablating with the ablation catheter and was unsure of when the event occurred. There was an increase in heart rate that did not go away after 30-45 minutes. The physician performed a transthoracic echo, and the echo showed an effusion. A pericardiocentesis was performed and almost 900 ml of fluid was removed. The drainage tube was left in place. The patient is still on the table, headed up to the medical intensive care unit (ICU). Ablation was stopped. The patient will be admitted for overnight observation. The patient is in stable condition. The physician was unable to give an exact reason for the adverse event, however, he believes it was caused by one of the several catheters used. The patient outcome from the adverse event is fully recovered. The patient was discharged the following morning from the hospital. No additional hospitalization required. Labs within normal limits. There was no other relevant history that pertain to the case. A smartablate generator was used during the case with the correct catheter selections and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No obvious equipment issues noticed. A transseptal puncture was not performed. There was no evidence of steam pop. The flow setting was 15/30. Force visualization features used were drop color option was used prospectively. Max wattage:graph; dashboard; vector; visitag. Parameters for stability used with the visitag were 3/3 and 3 for 25 (recommended settings). No additional filter was used with the visitag. Impedance 40w; total ablation time: 2 minutes; total lesions: 6; total fluid: 400 ml.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation.the product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 54-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a cardiac tamponade resulting an emergency pericardiocentesis. There was a suspected perforation in an unknown location. According to the bwi representative, the physician was ablating with the ablation catheter and was unsure of when the event occurred. There was an increase in heart rate that did not go away after 30-45 minutes. The physician performed a transthoracic echo, and the echo showed an effusion. A pericardiocentesis was performed and almost 900 ml of fluid was removed. The drainage tube was left in place. The patient is still on the table, headed up to the medical intensive care unit (ICU). Ablation was stopped. The patient will be admitted for overnight observation. The patient is in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. The catheter failed the irrigation and patency test since reddish material was observed inside of the dome. This finding was assessed as unrelated to the patient adverse event. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13 / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to catheter¿s partially occluded dome. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the patient adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).